Manufacturer narrative:
Additional information h6: result code 3211 has been replaced by 180 and the conclusion code 4307 has been replaced by 19 to better represent the cause of the symptom. Additional information h3 and h10: evaluation observed burn damage to radio printed circuit board (pcb) and wireless module flex. Evaluation inspected the device and observed failures and the device was unserviceable. The heat damaged on the radio pcb and wireless module flex were caused by fluid intrusion. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ribbon cable of a spectrum wireless battery module was burnt and burn spot on the right side of the wireless circuit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported ribbon cable burnt spot on right side of wireless circuit which were observed during evaluation. Evaluation found damage to radio printed circuit board and wireless module flex during a visual inspection. Evaluation has determined the device to be unserviceable for the observed failures. Should additional relevant information become available, a supplemental report will be submitted.